Manufacturer narrative:
The pump was received with a blank display due to a faulty component on the interface board. No beeping noted during testing. Unable to perform functional testing or verify the external ram crc or unexpected restart alarms due to the blank display. All the buttons functioned properly using the fixed interface board. The pump had cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive and the pump alarmed unexpected restart and a pump error alarm. The customer's blood glucose reading was 282 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis. Customer declined high blood glucose troubleshooting.